Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low. The customer did report symptom of feeling lightheaded. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 04/17/2018 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history: 128mg/dl (B)(6) 2015 03:12 pm fasting: yes; 112mg/dl (B)(6) 2015 02:33 pm fasting: yes; 95mg/dl (B)(6) 2015 06:16 pm fasting: no; 101mg/dl (B)(6) 2015 08:29 pm fasting: yes; 111mg/dl (B)(6) 2015 03:10 pm fasting: yes. Customer states that the meter is reading low and that her doctor told her the meter was reading lower than what her a1c read. Customer states meter read 95mg/dl after eating and her normal range is 113-120mg/dl.